Event description:
A non-healthcare professional reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient experienced night and evening time glare and aberrations from his eye the patient believes the lens is defective and that it is manufacturing related. The patient wants it explanted. Additional information received and stated that, on (B)(6) 2021 the patient underwent a cataract surgery with intraocular lens (iol) implant procedure. It was reported that phacoemulsification and intraocular lens placement were performed without his consent as the surgery was supposed to address glaucoma only. Following a cataract surgery intraocular lens (iol) implant procedure/ goniotomy, the patient¿s vision lost progressively. The patient received prednisolone acetate and ofloxacin. The patient surgery was considered successful. On the same day follow up documents improving vision. On the second postoperative day, his intraocular pressure (lop) was 9. The patient was considered a straightforward case and was discharged home. On (B)(6) 2021 the patient presented to the clinic with hazy vision after waking up in the morning (subjective vision loss of 50%) this improved later in the day. The patient¿s medications included betaxolol, brinzolamide/brimonidine, lifitegrast. It was felt that the patient had, diffuse punctuate keratitis and causing film over vision. Excellent iop and no cells in anterior chamber (ac). Ofloxacin was stopped, steroid use was decreased, continued brinzolamide/brimonidine tartrate and betaxolol. Suggested to use artificial tears. Ocular hypertension, dry eye syndrome (on lifitegrast). On (B)(6) 2021, at follow up with his physician, the patient reported slight vision improvement and intermittent hazy vision. His intraocular pressure was found to be excellent, and he didn't have any evidence of iritis. He was recommended tear drops for keratitis left eye (muro) for fuch's endothelial dystrophy. On (B)(6) 2021, the patient consulted with a cataract specialist for postoperative cloudy vision and progressive worsening (hazy vision). Objectively, he was found to have 20/50 +2 vision in the left eye. Bilateral cornea guttata (symmetric), bilateral fuchs dystrophy, left eye with +2 lens and posterior capsule opacification. His other findings included, chronic iridiocyclitis. On (B)(6) 2021 the patient was followed up and was recommended to undergo laser corneal surgery and if this does not work corneal transplantation. He developed anxiety disorder/posttraumatic stress disorder as his eye problems interfere with his work as engineer (he is currently disabled). The patient had difficulty reading, cannot drive comfortably and is worried that he is losing vision (his vision was 20/20 and now is reduced to 20/60 -2). He was visiting with ophthalmologist frequently on an emergent basis and received complex recommendations. He is seeking expert medical evaluation of his condition and decision support. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. 1 other complaint for lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the physician did not find anything abnormal with the epithelial, bowmans layer, stomach, descement membrane or endothelium that would attribute to the abbrerations that the patient experiencing with the lens. It was also stated that, there were no corneal abnormalities upon latest exam.